Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system power issue was associated the set up joint (suj) wiring harness. The suj wire harness assembly is a set of electrical wires inside the setup joint which transmits power, control and sensor signals between circuit boards in the slave arms and the base of the patient side cart. The system was repaired by replacing the affected ipd pca board. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the site experience a system error code stating that the patient side cart (psc) was not connected. With the assistance of an isi technical support engineer, the site applied emergency power off (epo) to the psc and swapped the blue fiber cable from the surgeon side cart (ssc) and the psc with no change. The site then epo'd the system again and cycled the breaker on the vision side cart with no change. The patient was under anesthesia when the surgeon decided to abort the planned procedure. No patient harm or injury was reported.